Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by nurse that in some cases the gamma 3 target device #(B)(4) has the effect of miss drilling

Manufacturer narrative:
Evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 10 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The returned target device passed the pre-operative function test as intended. Proximal ¿ and distal mistargeting could not be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited to, if e.g. The following instructions are not carried out properly: ensure that the nail holding bolt is still fully tightened; avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly; check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray; neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm; start the power tool before having bone contact with the drill ; use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by (B)(4). Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling. The alleged event is most likely caused due to suboptimal assembling of the devices or deflecting of the device during the medical procedure. This is regarded as not device ¿ but user related. The found cracks in the target device were caused due to internal material stresses enforced by multiple sterilization procedures and cleaning cycles over the years of use. Regarding cleanability (ref to clinical statement, dr. (B)(6), to (B)(4)): ¿conclusion: it is possible that a fissure in the target device will be entered by body fluids (e.g. Blood, fat, bone marrow). The fissure gap is hardly to clean with established methods. But, due to the good heat conductivity of cfc it is granted that all cells in the fissure gap are completely denatured and inactivated. Therefore, the risk of infection or of any immunologic reaction is not increased even if the fissure gap is filled with encrusted body fluids from former surgical procedures. What is crucial is that the sterilization process is sufficient. Nevertheless, a targeting device with fissures should be replaced immediately due to its reduced mechanical features possibly causing a misdrill due to buckling of the device.¿ internal lab test report (B)(4) revealed that deviation due to cracks does not lead to increased damages at the nail. This indicates that the interlaminar cracks do not influence the targeting performance critically. Referring to compiled hat (B)(4) it was concluded that no action in the market should be performed. Deviation report (B)(4) was already issued for root cause investigation regarding cracks resp. Delamination. With engineering change notice (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and resistance against cracking. Lab test (B)(4) had verified the suitability of the new material. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damages and recommends removing of such damaged products. Meanwhile the product has been modified with (B)(4) in terms material change in order to avoid cracks and to improve stiffness.

Event description:
It was reported by nurse that in some cases the gamma 3 target device #1320-0100 has the effect of miss drilling